Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported their pain stim does not work anymore because the pt fell. Pt also reported their controller did not charge anymore. Pt requesting new idc and transferred to patient services (ps). Pt reported they had pain higher up in their back from day 1 after their surgery. Pt stated they felt that their device was not working for them and not giving them relief. Pt also stated when they charged their controller the charged last for 2 or 3 weeks (ps understood this as implant). Pt stated they could only stand up for a matter of a few minutes and did fine with their walker. Pt's l4 or l5 was worse and the device worked for quite some time. Pt noted they didn't have the pain to that extent before their previous hcp. Pt noted the pain was from their waist and up. Pt's representative did their device activation and was there for their first follow up with their hcp and the representative noted that they didn't know anybody else having so much pain as much as the pt after their surgery. Pt stated their previous hcp told them that they didn't know what else to do with the pt's pain. Hcp dismissed the pt and sent the pt to their other hcp who dispensed their medication. Pt stated they did not want to go back to their previous hcp. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Controller was charging; however no relief. Patient stated they were told to keep in touch to make sure relief achieved. Issue not yet resolved at this time.